Manufacturer narrative:
It was reported that bilateral hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. No part/lot numbers were provided; hence documentation review could not be completed. If more information is received, this investigation will be reopened. Without the details of the devices involved in this complaint, a specific risk management review for the devices also cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. To date no medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a bilateral revision surgery will be performed due to excruciating pain, high test levels result and implants have deteriorated and she might need a wheel chair.